Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer experienced a syringe volume discrepancy issue. A patient needed 9.57ml of acyclovir and a 10ml syringe was used which read approximately 9.8ml to the eye. However the syringe pump module recognized the amount in the syringe as 9.22ml. Per the hospital's internal testing: the following was tested on a pump & syringe separate from the one in the patient room. 2 rn's used a 5ml bd syringe to measure out 5ml and then transferred it into a 10ml syringe using a primed fluid dispenser and it transferred over to the 10ml syringe as 5ml. Showing accuracy. We then put 10ml into a 10ml syringe and placed it into a second alaris pump channel. The 10ml was being read as 9.64ml on the alaris pump syringe channel. There was no patient involvement.

Event description:
It was reported that the customer experienced a syringe volume discrepancy issue. During the preparation of 9.57ml of acyclovir and a 10ml syringe was used which read approximately 9.8ml to the eye. However the syringe pump module recognized the amount in the syringe as 9.22ml. Per the hospital's internal testing: the following was tested on a pump & syringe separate from the one in the patient room. 2 rn's used a 5ml bd syringe to measure out 5ml and then transferred it into a 10ml syringe using a primed fluid dispenser and it transferred over to the 10ml syringe as 5ml. Showing accuracy. We then put 10ml into a 10ml syringe and placed it into a second alaris pump channel. The 10ml was being read as 9.64ml on the alaris pump syringe channel. There was no patient involvement as issue was found during set up of medication, prior to administration. A report was received from health canada's canada vigilance program which states, "alaris pump or bd 10ml syringe measuring inaccurately. Patient needing acyclovir 9.57ml. 10ml syringe reading approximately 9.8ml to the eye meanwhile the alaris pump is recognizing the amount in the syringe as 9.22ml. We tested another syringe pump and 10ml syringe to determine where the discrepancy may be. The following was tested on a pump & syringe separate from the one in the patient room. 2 rn's used a 5ml bd syringe to measure out 5ml and then transferred it into a 10ml syringe using a primed fluid dispenser and it transferred over to the 10ml syringe as 5ml. Showing accuracy. We then put 10ml into a 10ml syringe and placed it into a second alaris pump channel. The 10ml was being read as 9.64ml on the alaris pump syringe channel. 10ml syringe security number: (B)(4) pump serial numbers below. We are not sure if the syringe is accurate, or the pump is accurate." Bd has learned additional information. It was reported by the hospital's biomedical engineer the results of their own internal testing of the devices: test 1: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.2ml. Test 2: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.2ml. Test 3: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.2ml. Test 1: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.81ml. Test 2: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.85ml. Test 3: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.86ml.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information : imdrf annex c, d codes.

Event description:
It was reported that the customer experienced a syringe volume discrepancy issue. During the preparation of 9.57ml of acyclovir and a 10ml syringe was used which read approximately 9.8ml to the eye. However the syringe pump module recognized the amount in the syringe as 9.22ml. Per the hospital's internal testing: the following was tested on a pump & syringe separate from the one in the patient room. 2 rn's used a 5ml bd syringe to measure out 5ml and then transferred it into a 10ml syringe using a primed fluid dispenser and it transferred over to the 10ml syringe as 5ml. Showing accuracy. We then put 10ml into a 10ml syringe and placed it into a second alaris pump channel. The 10ml was being read as 9.64ml on the alaris pump syringe channel. There was no patient involvement as issue was found during set up of medication, prior to administration. A report was received from health canada's canada vigilance program which states, "alaris pump or bd 10ml syringe measuring inaccurately. Patient needing acyclovir 9.57ml. 10ml syringe reading approximately 9.8ml to the eye meanwhile the alaris pump is recognizing the amount in the syringe as 9.22ml. We tested another syringe pump and 10ml syringe to determine where the discrepancy may be. The following was tested on a pump & syringe separate from the one in the patient room. 2 rn's used a 5ml bd syringe to measure out 5ml and then transferred it into a 10ml syringe using a primed fluid dispenser and it transferred over to the 10ml syringe as 5ml. Showing accuracy. We then put 10ml into a 10ml syringe and placed it into a second alaris pump channel. The 10ml was being read as 9.64ml on the alaris pump syringe channel. 10ml syringe security number: (B)(4) pump serial numbers below. We are not sure if the syringe is accurate, or the pump is accurate." Bd has learned additional information. It was reported by the hospital's biomedical engineer the results of their own internal testing of the devices: test 1: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.2ml. Test 2: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.2ml. Test 3: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.2ml. Test 1: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.81ml. Test 2: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.85ml. Test 3: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.86ml.